Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, diopter unknown, in the patient's eye. The reporter indicated the lens had a refractive surprise and will be explanted. The lens remains implanted.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +8.50/3.50/90 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016 and noticed refractive surprise. This was associated with lens misalignment. The surgeon repositioned the lens to target axis but this did not resolve the problem. The lens was exchanged on (B)(6) 2016 for another lens of the same model but different diopter and the problem was resolved. Patient's post-op best-corrected visual acuity on (B)(6) 2016 was 20/25 (same as baseline). Device evaluation: the device was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. A functional inspection found that the device was in specification at time of release. (B)(4). Secondary surgical intervention, lens exchange. Method code: work order search: no similar complaints were reported for units within the same lot. Corrected data: date received by manufacturer on initial report is incorrect; correct date was (B)(6) 2016. (B)(4). Claim # (B)(4).